Manufacturer narrative:
A review of the manufacturing records indicated that the product met specifications upon release.

Manufacturer narrative:
We received one 744hf75 catheters and 1 - monoject 3ml syringe with limited volume at 1.5ml. For examination. Leak testing confirmed leakage between the distal and the inflation lumens. The balloon latex appeared to be in good condition. Further testing confirmed the leakage location to be between the 10cm marker and the catheter tip. A cut down of the area between the 10cm marker and the tip found a tear in the webbing 1.6cm proximal of the catheter tip. The catheter webbing was measured at an undamaged area near the location of the damage webbing, and the web thickness was found to be within specification. The reminder of the thru-lumens were found to be patent and did not leak. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A supplemental report will be forthcoming with the device history record.

Event description:
It was reported that the balloon did not maintain inflation before use. There was no patient consequence.